Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: delamination of valve, crease fold, wear abrasion and yellow biological tissue inner the device. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and crease smooth opening on posterior. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). An opening crease smooth on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.